Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received inappropriate shocks due to atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was fine prior to, during and post-procedure.

Manufacturer narrative:
The reported event of inappropriate/inadequate shocks and device sensing problem was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.